Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level reached 400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. To resolve the issue the customer changed the infusion set and cartridge before resuming insulin.